Event description:
It was reported that the lead was explanted and replaced due to high pacing threshold. There were no adverse events for the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the damage found was sustained during the surgical procedure. The lead was otherwise normal.